Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which was included in the shortened replacement window advisory, originally communicated april 05, 2007, had a monitoring battery voltage of 2.64 v after 33 months of implant. Additional information was received that the device began emitting beeping tones. The device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.analysis of the returned product is currently ongoing. This event will be updated when analysis is complete.